Event description:
Doctor reports a patient presents with pain in right status post hip replacement around 1996. He reports there may be an infection and he would like to wash out the hip and replace the liner and head. Upon looking at the x-rays it was determined the stem to be an osteonics cemented stem and press fit cup. Doctor proceeded through the posterior approach he carefully removed the head with a bone tamp. He then used a drill and a screw to remove the liner. The head appeared to be a +5 caper 28mm and the liner a series ii hooded 28mm liner. After washing out the hip and removing tissue he reimplanted a new series ii 32mm 10 degree hooded liner. He trialed a +10 32mm head to his satisfaction and implanted a new metal l fit 32mm +10 head.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown series ii hooded 28mm liner. The unknown +5 c-taper 28mm head was also listed in this report. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was sent to pathology per or protocol and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. (B)(4).